Event description:
Davinci prograsp instrument tip broke while in use in the abdominal cavity. Instrument tip examined after removal from the abdominal cavity, wires noted to be protruding with black rubber shaft exposed. X-ray to be performed at end of case.